Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials, dob & weight not provided for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during foot fusion surgery the cutting chip of the trephine attachment 7.0mm diameter broke in multiple pieces in a patient's tibia on (B)(6) 2016. All the fragments were retrieved. Additional x-rays were taken and it was confirmed that no piece of instrument remained in the patient. Spare device was available to complete the procedure. Reportedly there was surgical delay of 10 minutes. Surgery was completed successfully. This complaint involves 1 device. This report is 1 of 1 for (B)(4).